Event description:
A tandem mobi cartridge alarm was reported by the caller, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed the cartridge alarm and arranged for a replacement pump, as consecutive cartridge alarms were reported. The customer planned to use an alternate form of insulin delivery, specifically mdi, to ensure continuity while waiting for the replacement. They were instructed on how to store the pump and advised on the process to receive and return the equipment. The customer received guidance on using the updated pump software and acknowledged all instructions provided.